Manufacturer narrative:
(B)(6).

Event description:
It was reported that after implanting the device into the right shoulder, the doctor tried to remove the implant handle by using a mallet by gently tapping it. However, the complete anchor was being pulled out of the bone. All of the anchor material was removed. A back-up anchor was available for use.

Manufacturer narrative:
A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors which could contribute to the anchor pulling out of the bone includes: (1) a shallow or poor quality bone hole, (2) misalignment of the device to the bone-hole during pound-in which can lead to incomplete insertion, (3) over-tensioning the sutures, or (4) the deployment knob and/or the end cap were not fully rotated to ensure a secure implantation or deployment. There are no indications to suggest the device did not meet product specifications upon release into distribution.